Event description:
It was reported that catheter's diameter was too small to let larger particles pass through. Pt had a permanent removal of the bladder & needs catheters to take away waste stored in intestines.

Manufacturer narrative:
Alleged product not returned for eval.